Event description:
Preparing to utilize instantaneous wave-free ratio (ifr) wire for a left heart catheterization/coronary angiography. Ifr guidewire was inspected, found to be non-operational, prior to using it on a patient. Second wire was used.